Event description:
It was reported that the light turns off and on and the unit goes from run to standby. It was further reported that it is unknown whether this happened during a case. However, no patient harm was noted.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.